Event description:
Constant lightheadedness and vertigo, as well as shortness of breath and ability to talk coherently. Many specialists have evaluated me, but everything appears fine or normal for my age (65). The suspected cause soclean 2 leaking ozone into the bedroom and remaining in the tube. I purchased a soclean 3 and installed it and used it 2 times and pulled it and returned it after reading about the ozone issues. I was told there is no test to determine if I have ozone in my body. I have seen many doctors and no one can tell me why I'm always dizzy. After researching soclean, I determined that the door and hose entry are not tight, therefore leaking ozone into the bedroom. My wife is having asthma attacks, which she never had before. I removed the soclean 2 weeks ago. My wife is noticing a change. I haven't. We purchased a $600 nuwave airpurifier and it has been running for at least 2 weeks, and still no change. I'm willing to see any specialist or take any medical test to determine what is wrong with me. Reference report mw5148542.